Event description:
The customer reported that the images produced were black. The fse reported that the images were barely visible. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.